Manufacturer narrative:
(B)(6). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During post dilation, it was reported that the saber balloon catheter ruptured. There was no patient injury. The device was removed and an unknown balloon was used to complete the procedure. The lesion was the iliac artery and it was not calcified. After a saber balloon catheter was inflated for pre dilatation, a smart stent was implanted. Then a saber balloon catheter was insert to attempted post dilatation, however, it ruptured within its nominal pressure.

Manufacturer narrative:
During post dilation, it was reported that the saber balloon catheter ruptured. There was no patient injury. The device was removed and an unknown balloon was used to complete the procedure. The lesion was the iliac artery and it was not calcified. After a saber balloon catheter was inflated for pre dilatation, a smart stent was implanted. Then a saber balloon catheter was insert to attempted post dilatation, however, it ruptured within its nominal pressure. The device was received for analysis. No other information was provided. One non-sterile unit of saber rx6mm4cm155 was received coiled inside a plastic bag. Per visual analysis, it was noticed that the balloon was previously inflated and deflated and kink/bent conditions were found on saber body at 44.0cm, at 67.6cm, at 80.0cm, at 92.4cm, at 128.5cm, at 142.5cm and 152.5cm. No other issues were found. Leak test required was performed and a leak was observed on the saber balloon distal section. The unit was sent to sem analysis in order to find the potential cause of the leakage found. Results showed that the leakage was caused by a rupture of the balloon. The external surface of balloon presented evidence of scratches and abrasion marks near the balloon rupture. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface of the balloon did not present any evidence of material defects that could contribute to the pin hole found. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17628256 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. However, the exact cause of the burst could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics and procedural/handling factors may have contributed to the reported event as evidenced by the scratch marks and abrasions found during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.